Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Cracked display window corners noted. Pump passed displacement test, self test, error test, off no power test and all operating currents tested within the spec range. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were sometimes not responsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Cracked display window corners noted. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. (B)(4).